Event description:
It was observed during the device inspection of the flex deflectable videoscope, noise occurs due to damage to the board in the video connector, and no image is displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection of the flex deflectable videoscope, due to damage on circuit board of video plug section, image noise occurs, and an image cannot be displayed. Also, it was observed that due to damage on charged coupled device unit in endoscope connector, color tone of the image is not proper. (Image is magenta or green only). (There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (all the information reported in this section must be removed and replaced only by "olympus" in "establishment name"), h4 and h6 (medical device problem code: (3273 - noise, audible) must be removed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the problem was not determined, but it is assumed that the problem is caused by damage to the image sensor unit. (E.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.